Event description:
Thoracentesis procedure; the thoracentesis catheter is introduced into pleural cavity on right. Catheter threaded thru trocatheter into pleural space. When trocatheter is removed part of catheter is not there and about 2 inches of white catheter remains behind. Catheter end is torn and very rough. This part had to be removed surgically.